Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin (route not reported, 1 gram, stat, exact frequency and duration not reported) and fortum (intraperitoneal, 1 gram, daily, duration not reported). The action taken with dianeal therapy was not reported; however, the patient was reportedly "doing hemodialysis in between". At the time of this report, the patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient passed away. The patient experienced the previously reported peritonitis and then subsequently passed away coincident with peritoneal dialysis therapy. On an unreported date, the peritoneal effluent was not clear. The cause of death was ¿peritonitis not recovered, blood pressure not stable, and problem in fluid inflow and outflow¿. The patient was not recovered from the peritonitis event at the time of death. It was not reported if an autopsy was performed. It was not reported if dianeal therapy was ongoing up until or at the time of death and it was not reported if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. Should additional relevant information become available, a supplemental report will be submitted.